Event description:
Report received of a pump sliding down the IV pole. The nurse attached the pump to the freestanding IV pole after the pt arrived in the recovery room. After an unspecified length of time, the nurse reportedly went to check on the pt. As nurse turned away, nurse "heard the pump sliding down the pole." Nurse attempted to catch the pump resulting in "a cut on the left index finger." No medical interventions were required. In addition, there were no reports of any adverse pt events.